Manufacturer narrative:
Investigation found low voltage across all batteries, along with signs of corrosion. An 0x3d alarm was returned from the data, indicating the step sensor was asserted before the wire was driven. Investigation found a hole in the reservoir where the fill port is located. Fluid path testing found that some liquid diverted through the hole in the reservoir, signaling that the hole in the reservoir contributed to a failure of the pod¿s ability to deliver insulin and the associated high bg levels the patient experienced. Investigation found no defects or deficiencies that would contribute to bleeding/bruising at the infusion site. The formed needle was inspected, and no abnormalities were found. A root cause for the reported bleeding/bruising could not be determined. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). As treatment, patient bolus and drank water. The insertion site was bleeding. Patient¿s history: 738a deactivated pod was on right leg, 747a new pod at school on left leg , 747a bg high , 748a bg 500 bolus 13.3 , 949a bg high , 1025a bg high, 1026a bg 500 , 1026a , 1040a pod alarm , 1042 deactived pod, 1058a new pod , 1141a bg error 3 , 1141a bg high , 1142a bg 500 bolus 6.45.